Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed near the hansen connection of the dialyzer and leading to the hansen lines. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The clinical manager stated that stated that per the clinic¿s procedure, the patient was prescribed prophylactic antibiotics (one time dose of antibiotics vancomycin 1500 and 1000 mg ceftazidime, administered intravenous (IV) post dialysis). The clinical manager confirmed that despite the prophylactic antibiotics, there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination, a delamination was observed on the cavity ID end of the dialyzer located between approximately 100° to 140° with the dialysate ports positioned at 0°. The reported issue was confirmed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.